Event description:
A smartwire ii pressure guide wire was used to treat a non-tortuous lesion with fibrous plaque. No resistance was encountered but the pressure reading was misaligned by 10 mmhg when the wire was normalized in the artery. To troubleshoot, the pressure was re-calibrated after the console was rebooted but the situation was not improved. Wire use was discontinued and another pressure wire was used to successfully complete the case. Upon investigation of the returned device, it was observed during visual inspection that an approximate 3 cm portion of the distal tip, distal to the sensor housing, was separated and missing from the device. There were no reported adverse events.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been received for this device lot. The device, which is a straight tip model of smartwire was returned for evaluation and was visually inspected. The device was separated in two locations, 3 cm from the distal tip and 47.5 cm from the proximal end. The distal tip was not returned with the device. The sensor housing was bent and appeared to be severely corroded with round and asymmetrical holes through both the front and back walls of the housing. There were multiple kinks present on the wire and hypotube was bent in a large radius u shape at approximately 18 cm from the separation on the proximal end. The device was unable to be functionally tested due to the damaged condition of the device. It is highly unlikely the observed corrosion/damage occurred during use of the device in the pt, but rather is a result of conditions encountered after clinical use. It is highly likely the distal tip separated due to the corrosion observed on the device; however, it is not possible to determine exactly when the distal tip became separated. No pt adverse events were reported. The IFU indicates "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." The procedure was completed with a second wire and no pt injury was reported.